Event description:
It was reported to nova biomedical that a consumer received a result of 157 mg/dl on their blood glucose meter. The consumer immediately performed three additional test receiving the following results of: 224 mg/dl, 243 mg/dl, and 228 mg/dl on their blood glucose meter. During troubleshooting, the integrity of the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The test strips in question will be returned for evaluation

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.